Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-08757. It was reported that the right atrial and right ventricular leads exhibited noise. No intervention was performed on the right atrial lead however, the right ventricular lead was capped and replaced on (B)(6) 2020. The patient was in stale condition.